Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352500 , model: sc-8352-50, serial: (B)(6), batch: 19354457.

Event description:
It was reported that the stimulator was not effective for the patients pain and did not want to try any reprogramming. The patient underwent an explant procedure wherein all devices were removed and were not returned.